Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 96401 was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked at 1.5 inches from the tip. The shaft tip was intact with no apparent issues. In conclusion, the sheath failed inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturers investigation.